Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas developed a cracked screen while the user was working at a mechanic shop, consistent with physical damage to the device enclosure/display and impaired usability; a replacement device was provided and the original was later returned. Symptoms included no reported adverse physiological effects and no reported blood glucose impact. Outcomes included no medical intervention, no hospitalization, and continued cgm use with the user¿s phone or receiver until the replacement arrived. Investigation included customer interview, device history review as applicable, and logistical coordination for device replacement and return. Investigation of this case revealed external mechanical damage to the device¿s screen consistent with user environment exposure, with no evidence of device malfunction or performance failure. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.